Event description:
Technician alleged that the brakes were not holding properly. There was no pt impact.

Manufacturer narrative:
The technician adjusted the brake on all casters to resolve the issue.